Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump said infusion complete but there was still 100 ml left in the bag out of 500 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump said infusion complete ( 500ml ) but 100 ml were left in bag. The device was tested at 250ml/hr with a vtbi of 62.5ml which yielded failing results (58.947ml / -5.6848%. The pressure plate travels was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.